Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular.

Event description:
It was reported that a spaceoar vue and fiducial markers were placed during a placement procedure performed under general anesthesia. During the injection it appeared that the hydrogel travel upwards into the prostate. It was suspected an injection in the venus plexus. The patient was treated with antibiotics and his radiation treatment was delayed.